Event description:
Attorney reported a patient was being treated on a 1550 hemodialysis device for an aspirin and alcohol overdose. During the treatment the device gave a water pressure alarm and the treatment was suspended for approximately one hour due to water system problems in the facility. Treatment resumed and the patient went into respiratory arrest. The patient was extubated. The patient subsequently died. It was reported that the patient was not attributed to the device. No other information is known.